Manufacturer narrative:
The reported field event of header anomaly was confirmed. Analysis of the device revealed the left ventricular set screw was detached from its setscrew bore. The lv setscrew could be over loosened causing the setscrew to dislodge from the setscrew bore. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator. During the procedure it was observed that the lead was unable to be connected to left ventricular port of the device. The procedure was completed with a replacement device. The patient was stable.